Event description:
It was reported that the housing opened during a procedure. The housing opening could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully, with no delay, adverse consequences, or medical intervention.